Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed two presenting rhythm strips that did not match up. Upon further investigation, it appeared to be a display anomaly; the second strip was showing the rhythm of a previously recorded atrial fibrillation episode while the first one was accurate. The patient would continue to be monitored. There were no reported symptoms.